Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00160. It was reported that patient¿s lead had high impedance on all the lead contacts. As a result, surgical intervention where in the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The fracture wires are consistent with overstress condition that leads may have been subjected to while in vivo.